Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed stored episodes of far field r-wave oversensing. The physician elected to take no action at this time. The patient was in stable condition and would continue to be monitored.